Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not go into standby mode. During troubleshooting, it was noted that the average air slpm (standard liters per minute) was reading at -0.9. The rse advised the customer to replace the flow sensor assembly.

Manufacturer narrative:
H10: a follow up was performed with the customer, and it was reported that the solenoids 3 and 4 were faulty and were then replaced. The issue was resolved, and the device was able to go into standby mode. The device was returned to service.